Event description:
Patients caregiver reported the vent had failed (call came through on call/after hours). Rt (respiratory therapist) called caregiver four times before they answered. At that time ems was in the home and getting ready to transport this patient. Rt went to hospital and made it about 15 minutes prior to the patient's arrival. Patient was on ems ventilator. Patients caregiver stated that they had to bag the patient when it was realized the ventilator wasn't functioning properly. Upon rt inspection there were noted the filter appeared to be visually moist and liquid was coming through the internal filter. However, caregiver did not mention any spills on the vent or near it. Rt brought a new vent with them and swapped the faulty vent out for a new one.